Event description:
It was reported that unspecified issue occurred. On the day of the event the patient stated they had a hypoglycemic event, lost consciousness, and were found by their husband. It is not known what the cgm device was doing at that moment, but the patient stated she was unaware of the hypoglycemia and stated it could have been signal loss, however she was did not remember any alerts. When they tested with a blood glucose meter it was 2.0 mmol/l for under 2 hours. The patient was given juice and soda by her husband and regained consciousness. As she still felt bad when she had regained consciousness and ambulance was called. When the paramedics arrived an ECG and the saturation levels were taken. The patient was offered to go to the hospital but as the blood glucose reading had stabilized to 6.0 mmol/l, the patient declined this. At the time of the report, the patient was doing fine. Data was provided for investigation. A review of performance data shows that the patient's low alert was set to 4.5 mmol/l and that her signal loss alert was enabled and set to trigger after 30 minutes of continuous signal loss. The urgent low alert is fixed at 3.3 mmol/l with the repeat feature set to 30 minutes. Data investigation shows that from 10:09 pm to 10:34 pm on (B)(6) 2024, the patient experienced a period of brief signal loss. The patient's last egv prior to the start of the signal loss read 6.8 mmol/l. However, backfilled data shows that her estimated glucose values (egvs) quickly began dropping once the signal loss started, going from 5.7 mmol/l at 10:09 pm to 3.8 mmol/l at 10:14 pm and then finally falling to 2.2 mmol/l at 10:19 pm where they stayed for the remainder of the signal loss. When the patient's signal returned at 10:34 pm, her egv was still reading 2.2 mmol/l and she received an urgent low alert at partial volume. This alert was acknowledged immediately. The patient's egvs continued to read 2.2 mmol/l for the next 25 minutes, and the patient then experienced a 20-minute period of sensor error. Once the sensor error and the snooze period for the urgent low alert had passed, the patient again received an urgent low alert at partial volume at 11:24 pm with an egv of 2.2 mmol/l. At 11:29 pm, the patient received another urgent low alert at partial volume, again with an egv of 2.2 mmol/l. At 11:34 pm, the patient received a third urgent low alert, this time at full volume, again with an egv of 2.2 mmol/l. The patient continued to receive urgent low alerts at full volume every five minutes until her egvs rose slightly above the urgent low alert threshold at 12:14 am on (B)(6) 2024, at which point she received a low alert at partial volume with an egv of 3.9 mmol/l. The patient's egvs returned to target range at 12:19 am with an egv of 5.3 mmol/l and continued to steadily rise thereafter. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The customer's complaint was not confirmed however a failure was found. The probable cause could not be determined. No additional patient or event information is available.